Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the drill bit and guide from an ar-8717ds-1110 dynanite nitinol staple implant system seized together. This was discovered during an osteotomy procedure on (B)(6) 2023. Additional information received on 11/22/2023: the case was completed using another ar-8717ds-1110 dynanite nitinol staple implant system. Nothing broke inside the patient, and the case was not delayed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation is confirmed based on the customer¿s picture ((B)(4)), which shows the devices displayed, and the drill inside the guide, presumably stuck.